Event description:
It was reported that during a lobectomy procedure, the jaw did not open when released by hand. Had to cut the nerve side with different product, and open the jaw forcibly. The tissue had been stapled, but not cut.